Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a blank verify screen with auditory and vibratory features. Due to the blank display screen the reported dim display issue cannot be fully investigated. No conclusion can be drawn. The remaining testing also was not completed due to the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and cannot be read/maneuver safely. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.